Event description:
The patient contacted animas on (B)(6) 2013 reporting that the pump was giving continued loss of prime warnings and the home screen indicated 0 units of insulin in the cartridge. During troubleshooting, it was determined that the pump was rebooting to the verification screen. The patient indicated that the issue occurred 5 times. The patient confirmed no damage to the battery compartment or cap and confirmed that the yellow o-ring was not visible. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/12/2014 with the following findings: the pump black box showed evidence of unexplained power events. The pump battery compartment was observed to be cracked and the returned battery cap was observed to be stripped. The returned battery cap was unable to secure to the pump and power loss was duplicated during testing. A test battery cap was inserted and the pump was able to secure and exercise for 24 hours without power loss. The pump was opened and no evidence of damage or internal moisture was found. Unrelated to the power issue, the pump display screen was observed to be discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.